Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 , model: sc-8336-70, serial: (B)(6), batch: 5176133.

Event description:
It was reported that the patient was experiencing pinching sensation, leg weakness and difficulty walking. It was believed that the implantable pulse generator (ipg) had migrated to the side of the patients body. The patient was sent to hospital and the physician elected to replace the ipg and lead. The patient was doing well postoperatively. All explanted device components will not be returned.